Event description:
Reporter stated that customer received the following results on 2 different meters, using different strip lots within 1 minute: 10 mg/dl, 15 mg/dl and lo (result < 10 mg/dl) (mobile system 1, strip lot 278192) and 500 mg/dl (mobile system 2, strip lot 278196) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1. Reference medwatch with patient identifier (B)(6) for mobile system 2.